Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that the reported problem was, ""u¿ error."" The reported problem was not able to be confirmed using logs. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and recognized instruments (unable to replicate the reported issue). Additionally, the bezel has various deep scratches to the bottom right corner, there is also scratches to the paint on the right-side cover. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause is attributed to the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgical staff contacted intuitive surgical, inc. (Isi) technical support to report that the site was getting a u-02 error on the integrated electrosurgical unit (iesu). Prior to calling in, the site rebooted the iesu with no change. The isi technical support engineer (tse) had the site perform a hard reboot of the iesu with no change. The tse asked if the site could replace the vision side cart (vsc) to connect a force triad generator. The surgical staff called back for assistance with connecting a third-party generator. The tse informed the caller of how to connect the third-party generator. The caller stated that they only had the ft-10 or force fx generators. The tse informed the caller that only the force triad generator was validated for use with the da vinci system, and it would be the surgeon's decision to attempt to use the other generators. There was no reported injury.